Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. It shows on the logs that alarm 236 inspiratory air temperature too high, alarm 240 and 241 temperature of blower too high, alarm 300 failsafe activation. Alarm 300 is probably due to high temperature of the system. Issue was sorted out by the customer and the unit is working well.

Event description:
The customer reported that alarm 300 device in failsafe keep coming on this unit. As of this time, no information about patient involvement.